Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2014-84517.

Event description:
The patient stated that the paramedics were recently called due to a low blood glucose of 20 mg/dl. The patient was treated, but not hospitalized. The patient stated that she wears a sensor, but she did not receive a threshold suspend alarm, and believes that the sensor glucose and blood glucose levels were off. The patient also stated that she got a weak signal alert. Found that patient does not use the sensor and infusion sets on the same side of her body. Advised to insert on same side. Troubleshooting revealed that patient inserts while sitting down. Advised to always stand when inserting. Found patient doesn't always wash hands prior to testing blood glucose. Advised to always wash hands prior to testing. Advised to speak with hcp if further training is necessary. Nothing further was reported.